Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the operations check. There was no reported patient involvement.

Event description:
The customer reported a request to supply battery m3516a. There was no reported patient involvement.